Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
B5: the physician connected an existing lead into the ipg to address this issue. The lead was not replaced.

Event description:
The physician connected an existing lead into the ipg to address this issue. The lead was not replaced.